Event description:
It was reported that during a device change-out for battery depletion, the set screw would not loosen. However, the physician was able to loosen the set screw with the allen wrench. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field event of a set screw issues was confirmed in the laboratory. All set screws were found to have silicone material in their hex cavities. The silicone found inside the set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was rounded (stripped).